Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose. The customer stated she was feeling dizzy and had chest pain, husband contact paramedics. Customer was transferred to the hospital. The customer's blood glucose ranged from 324mg/dl-495mg/dl. Customer was treated in the hospital with 16units via manual injection. Customer was unable to describe any possible damage to the drive support cap. The customer was unable to troubleshoot at the time.